Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and the catheter broke, remaining connected by its internal part. It was indicated that the problem was when they were trying to go inside the left ventricle. They went retro aortic and the carotid trunk was very big and the catheter were always inside of it. The catheter did a strange curve and after that, the physician pushed hard to retire it from the body. In this maneuver, and with a strange loop, the catheter broke, remaining connected by its internal part. It was possible to remove it from the patient without any consequence. An angiotac was performed to see if the vessels were okay and everything was okay. The procedure was successfully completed. Additional information was received which indicated that there were no lifted or sharp rings; however, wires were being exposed. The issue was found approximately 15 cm from the tip of the catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and the catheter broke, remaining connected by its internal part. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31693242m and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).